Manufacturer narrative:
Siemens filed the initial MDR 9610806-2019-00054 on 13-jun-2019. Additional information (19-jun-2019): siemens further investigated the issue. According to the information provided, lupus anticoagulant (la) is present in the patient sample. La is known to interfere with the dade innovin reagent which is described in the dade innovin instruction for use (IFU): "inhibitors such as lupus anticoagulant may interfere with the prothrombin time and result for example in inrs that do not reflect the exact degree of anticoagulation". The discrepant results are due to the la interferences as described in the dade innovin IFU. Result code and conclusion code in section h6 were updated based on the additional information. Supplemental mdrs 9610806-2019-00052_s1, 9610806-2019-00053_s1, and 9610806-2019-00055_s1 were filed for additional results for samples from the same patient. The reagent is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely elevated prothrombin time (pt) result, a discordant, falsely low prothrombin time percent (pt%) result, and a discordant, falsely elevated prothrombin time international normalized ratio (inr) result were obtained on a patient sample on a sysmex cs-5100 system using dade innovin reagent. As stated in the interfering substances section of the instructions for use for dade innovin reagent, "inhibitors such as lupus anticoagulant may interfere with the prothrombin time and result for example in inrs that do not reflect the exact degree of anticoagulation." This could have contributed to the discordant results. Report source indicates that the instrument manufacturer, sysmex europe (B)(4), reported this incident to siemens. They provided the complaint from one of their customers. Siemens is investigating the issue. Mdrs 9610806-2019-00052, 9610806-2019-00053, and 9610806-2019-00055 were filed for additional results for samples from the same patient.

Event description:
A discordant, falsely elevated prothrombin time (pt) result, a discordant, falsely low prothrombin time percent (pt%) result, and a discordant, falsely elevated prothrombin time international normalized ratio (inr) result were obtained on a patient sample on a sysmex cs-5100 system using dade innovin reagent (lot#: 549716). The discordant results were reported to the physician(s), and the results were questioned by the physician(s). The same sample was sent to a different lab and was run for pt% and inr on a non-siemens instrument with unknown reagent, resulting in higher pt% and lower inr results. The repeat results were reported, as the correct results, to the physician(s). Due to the discordant falsely elevated pt and pt inr results and the discordant falsely low pt% results, vitamin k reversal therapy was started on the patient; however, there were no adverse health consequences to the patient as a result of the vitamin k reversal therapy.